Manufacturer narrative:
(B)(4).additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that the x-y trolley cover (element of the ceiling installation system) detached and hit the head of the teaching assistance. It was reported by the customer that as a consequence of the event the person received an injury described as: post-concussion trauma.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. The track system involved in the customer complaint was defined as a kwiktrak x-y track system. The kwiktrak x-y track system, has been designed to allow an arjohuntleigh ceiling lift to travel on x and y horizontal directions. This track system is equipped with 2 fixed tracks (attached parallel to each other) and 1 mobile track, that can be moved along the fixed track path (y) by the x-y trolleys (part no. 700-11225). The x-y trolley metal plate is covered by two light plastic covers: left cover (part no. 200-11277) and right cover (part no.200-11276). In this particular case, non-arjohuntleigh ceiling lift was attached on the involved installation. The subject of this investigation is the track and hardware system, not ceiling lift. Arjohuntleigh has become aware of the customer complaint alleging that one of the x-y trolley cover became detached from the trolley plate. According to the information that has been reported by the customer, at the time of the issue, the involved plastic part hit the head of a teacher-assistant who was standing under the installation. As a consequence, a post-concussion injury was reported. Based on information received, the facility is unsure of the accuracy of the injury description. Unfortunately, the teacher assistant is unreachable. It remains unknown whether the person received any visible injuries (cut, bruises, etc.). It was reported that she went to see her own doctor after completing her shift. No hospitalization was stated. Despite our best effort and asking questions in order to confirm the injury, the customer facility and /or a teacher did not provide further clarification. After the event, the installation components were put through a visual test and no deviation was observed - the covers were in full working order. As a result, this event does not appear to have been caused by x-y cover malfunction. Based on collected information, photographic evidences and findings made during the inspection of the involved x-y kwiktrack, we (arjohuntleigh) have been able to establish that the x-y trolley covers have been installed by a third party company in an incorrect way. It was found that the installer instead of securing the covers by the lugs, put a double side tape between the trolley cover and plate. Such an additional layer prevent the covers tabs to be secured on the trolley plate. In reference to the technical specification of the involved cover (light weight, lack of sharp edges, the installation height), the kinetic force from a low height drop is not considered highly unlikely to cause injury, as was alleged but could not be confirmed by the customer. In conclusion our evaluation appears to point that an installation error having occurred. If the IFU and the correct procedure of cover installation would have been followed, the event would have been avoided. This is to be communicated to a third party company responsible for track installation. The track system was being used at the time of the event and played a role due to a use error - causing the device to not perform to specification. There was no patient involvement stated. We found this complaint to be reportable based on the initial information alleging injury, and in abundance of caution.